Event description:
Reportedly, the pump randomly changes rates during infusions without rates being programmed in. This pump was not involved with a pt incident and there is no apparent physical damage.

Manufacturer narrative:
Device evaluation results will be submitted when evaluation is completed.